Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings based on additional imaging. Update to h11 to reflect engineering evaluation imaging updates. Additional imaging was received and reviewed. Pre-tavr imagery revealed that the patient has an oval-shaped and a large annulus measuring 796.3mm2, compared to the recommended range for size 29mm thv (540-683mm2). Post-tavr CT shows a 29mm s3ur in good position and with good expansion at mid valve 28.7mm (0.5mm added for outer diameter). At the inflow level, there are two potential areas for a paravalvular leak (pvl) (posterior and medial). This is a large chunk of calcium at the inflow level located posterior and slightly medial. Prior to post-dilation, moderate pvl was present posteriorly and post-dilation, pvl degree was reduced to mild-moderate. In this case, the imaging suggests that patient factors (oversized native annular for the size 29 mm thv and a large chunk of calcium at the annulus). The oversized annulus and calcium nodule likely prevented a proper seal of the s3ur thv and the native annulus, resulting in the paravalvular leak.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information provided by the edwards field clinical specialist. Update to b5 to reflect new information. The investigation remains ongoing.

Event description:
Updated information revealed that approximately 4 months post implant of a 29mm sapien 3 ultra resila valve, a re-dilation was performed. The patient's annulus measured 796mmhg with heavy annular and lvot calcium.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical records review. The records provided patient history and confirmed the results of the bav procedure. Update to b7 (other relevant history, including preexisting medical conditions) and h11 to reflect medical record review. Upon review of medical records, approximately 3 months post tavr a balloon valvuloplasty (bav) was performed and the bav was able to reduce the leak from moderate to mild-moderate using additional 4cc (using a sapien balloon 37 cc). Despite an additional attempt at balloon valvuloplasty, further dilation was unsuccessful due to the presence of a heavily calcified nodule. No complications. An echo (tte) revealed avmg 4.1 mmhg, with mild-moderate pvl. Cardiology notes revealed that the patient underwent bav for pvl associated with calcium nodule and decreased from severe to mild pvl. The patient is stable.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by edwards proctor. Pre-tavr 3mensio shows patient has a large annulus measuring 796.3mm2, compared to the recommended range for size 29mm thv (540-683mm2). Post-tavr CT shows 29mm s3ur in good position and with good expansion at mid valve 28.7mm (0.5mm added for outer diameter). At the inflow level, there are two potential areas for pvl (posterior and medial). Large chunk of calcium at the inflow level located posterior and slightly medial. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint paravalvular leak post implantation was confirmed based on the provided medical records and imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, the available information suggests that patient factors (oversized native annular for the size 29 mm thv and a large chunk of calcium at the annulus). The oversized annulus and calcium nodule likely prevented a proper seal of the s3ur thv and the native annulus, resulting in the paravalvular leak. Per the technical summary, the IFU, current risk complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, approximately 3 months post implant of a 29mm sapien ultra resilia valve, the patient will be treated due to pvl. The date of the treatment was not provided.